Event description:
The device was rejected at the surgery due to unsuccessful insertion of the electrode lead. Analysis of the returned device showed a damaged transition area of the intracochlear electrode. The patient was successfully implanted with the back-up cochlear device with no other complications reported. There is no report of patient injury associated with this event.